Event description:
Complainant alleged that during biomed testing the device's display blanked out with battery power. The device's display did not blank out with ac power. Complainant indicated that there was no pt involvement in the reported malfunction.